Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon evaluation, the j7 connector was not soldered in side ECG electroded.the cause for the non-functional electrodes is the lack of solder at the connector. The root cause for the lack of solder at the connector is a manufacturing error. An internal corrective action has been issued for this error. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ecgs were non-functional.